Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and compromised force sensor system. Upon inspection, the customer also observed that the insulin pump had a protruding drive support cap. She stated that she was going to change her infusion set when she observed the motor error alarm. The customer did not know the blood glucose reading. She stated that the insulin pump had not been dropped or bumped prior to the compromised force sensor system alarm occurring. She had not pressed the drive support cap while connect to the device. She was advised that during seating, the force sensor did not detect the reservoir. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk. The insulin pump was unable to perform the occlusion, prime and excessive no delivery test or verify motor error alarm due to protruded/loose drive support disk. The motor passed motor test. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker.